Event description:
It was reported that during a tka surgery, the metallic ring inside the gns ii resurf pat 29mm came out of it while cementing. The piece of the patella was removed from the wound and the wound was closed. The pieces was removed and accounted, with the artery forceps. The procedure was resumed, without any delay. The surgery was completed but no other patella was implanted. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per the complaint details, during a total knee arthroplasty surgery, the metallic ring inside of the gns ii resurf pat 29mm came out of it while cementing. The surgeon resumed the surgery, and the piece of the patella was removed from the wound with the artery forceps and the wound was closed without implantation of another patella with no delay. The intra-operative photo provided confirms the reported event. The instructions for use for the knee system, does warn, it is the surgeon responsibility to be familiar with the technique. Intra-operatively, care is to be taken to assure complete support of all parts of the device embedded in bone cement to prevent stress concentration which may lead to failure of the procedure. During curing of cement , care should be taken to prevent movement of the implant components. It was reported the patient was not injured as a result of this issue. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The adverse event was likely procedure related and the device had no influence on the event. No further patient impact is anticipated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient condition, postoperative care, size selected or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.